Event description:
On (B)(6) 2012, the reporter contacted animas stating that the basal rates recorded in the pump history were inconsistent to what was programmed into the pump. It was noted that the basal rate recorded in pump history shows a basal rate of 0.1 units and the reporter stated that the basal rate was programmed at a higher rate. The reporter also stated that the time would reportedly change every 40 minutes. The reporter reportedly did not change the basal rates and does not use the temp basal rate feature. The reporter claimed that the only time the pump is suspended is when she reviews the pump down load history. It was noted that the pump has been emitting "a low cartridge" alarm over the past couple of weeks. There were no bg excursions related to the reported complaint. The reporter denied that the patient had any illness. This complaint is being reported due to the allegation that the basal rate and the time in the pump history was inconsistent than what was programmed in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that the user manually manipulated the time and date on the pump causing the pump history to appear inaccurate. The pump was exercised for 24 hours without any issues. A normal bolus and an audio bolus were performed and were successfully recorded in the pump history. The keypad was tested and confirmed that all of the keypad buttons were responding correctly with no hypersensitive buttons observed.